Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient reported that on the morning of (B)(6) 2011, she noticed insulin in the cartridge compartment, but she could not tell where the cartridge was leaking from. She stated that the cartridge was in use since (B)(6) 2011. The patient reported that she dried out the cartridge compartment and inserted a new cartridge with no further issues. There was no reported patient impact as a result of the incident. This complaint is being reported because leaking cartridges can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.